Event description:
It was reported to resmed that an astral device displayed an error message (sf180) related to charging of the internal battery. There was no harm or serious injury reported as a result of this incident.

Manufacturer narrative:
The astral device was returned to third party service center for evaluation. No further information has been provided. If further information becomes available, a supplementary report will be submitted. Resmed reference#: (B)(4).